Manufacturer narrative:
(B)(4). Date sent: 12/17/2024.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. D4: batch # 392c50. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received sterile and with no apparent damage; upon visual inspection, the lot number on the packaging was covered with something unknown black color. A lot trace was performed on the lot provided, the suspect diversion is not confirmed since according to a lot trace of lot 392c50 showed that this lot was authorized to be sold to the account that reported the issue. The suspect diversion is not confirmed. The event reported as suspect tampering is confirmed. A manufacturing record evaluation was performed for the finished device lot number 392c50, and no non-conformances were identified. Additional information was requested, and the following was obtained: how was the product purchased? Test purchase performed by gbp is there an indication of how the product was distributed? No. Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. Was the device used on a patient? If so, was there any patient consequence? No. How many devices are suspected to be diversion? 3 different batches.

Event description:
It was reported that the global brand protection latam team has performed a test purchase. Please check products, and batches to confirm the diversion and tampering in the products. No patient involvement reported. No further information is available.